Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator is scheduled for a device change-out/prophylactic explant procedure due to the recall issued for this model device. This particular model/serial device has been recalled. It was noted that the patient's physician has inquired whether or not there is a correlation between a high impedance measurement [>2000 ohms; noted for the left ventricular (lv) transvenous pace/sense lead] and the recall. The representative noted that the lv lead configuration was adjusted to lv tip to rv coil and the impedance dropped to 660 ohms. All other pacing configurations were noted to produce impedance measurements of >2000 ohms.